Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: on april 26, 2024, the department provided daily maintenance for the equipment. During startup testing, the ventilator triggered an alarm, indicating an oxygen concentration alarm and unable to monitor oxygen concentration in real time. Considering the risk involved, the device was immediately labeled as faulty and the hospital equipment department was contacted for maintenance. After inspection, it is suspected that the expiration of the oxygen battery of the ventilator is the cause. After contacting the supplier to order a new oxygen battery for replacement, the equipment returned to normal. No adverse effects were caused. No patient involvement.

Event description:
The following was reported to hamilton medical ag: on april 26, 2024, the department provided daily maintenance for the equipment. During startup testing, the ventilator triggered an alarm, indicating an oxygen concentration alarm and unable to monitor oxygen concentration in real time. Considering the risk involved, the device was immediately labeled as faulty and the hospital equipment department was contacted for maintenance. After inspection, it is suspected that the expiration of the oxygen battery of the ventilator is the cause. After contacting the supplier to order a new oxygen battery for replacement, the equipment returned to normal. No adverse effects were caused. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).